Event description:
It was reported that the patient expired due to cardiopulmonary arrest. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.

Manufacturer narrative:
A partial lead with the connector pin measuring 7.9cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.